Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) ran the health site viewer, which confirmed the failure. The fse collaborated with customer in remote manager troubleshooting process and adjusted the hasp of the refrigerator and were able to recover functionality. During this process, the remote manager also tightened the barcode scanner cradle and readjusted the refrigerator, which had been positioned on top of the auxiliary return. The device was then tested by the customer to verify its operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.